Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On 08/12/2025, it was reported that the patient lost consciousness due to symptoms of hypoglycemia and was taken to the hospital. At the time, the g7 showed a value of 190 mg/dl, but no bg measurement was taken. The above measurement was taken after the patient had stabilized at the hospital. At an unspecified time of the event the bg was 74 mg/dl and the cgm reading was 195 mg/dl. At the hospital the patient was treated with IV medication. At the time of the report the patient was still recovering. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.